Event description:
No death or serious injury occured. Past history has shown these incidents are possibly caused by user error. Add'l investigation will be completed when the part is returned by the user.